Event description:
The customer reports an issue with matching the cell-dyn 3200 cs analyzer barcode sample identification (sid) to pt demographic info on the analyzer. Two pt samples had demographic data that did not match to the demographic info on the sample tubes. The customer was able to correct the issue prior to results being reported out of the lab. No impact to pt management was reported due to this issue.

Manufacturer narrative:
Sample identification/demographic mismatch. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.